Event description:
Procedure type: lung resection. According to the reporter: surgeon made a lung resection with our ta3048s, after closed he fired. Then he opened the instrument, he found that the staple was not moulding well. He had no choice but to suture with hand. He is afraid of fistula. Surgery time was extended more than 30 mins. No pt injury was reported.